Event description:
It was reported the patient felt a burning sensation at the ipg site when stimulation was on or off. The physician examined the site and found no issues. Follow-up identified the heating had subsided and the physician felt the issue may have been due to a seroma. It was reported the patient had slight swelling at the site and will notify her physician if it worsens.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.